Event description:
It was reported the customer had physical damage to their insulin pump. Customer stated there was a piece of plastic missing from their reservoir compartment. Customer's blood glucose was unknown. It was also found the o-ring was missing from the customer's insulin pump. Customer stated they dropped their insulin pump in the past. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o ring and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.